Manufacturer narrative:
A risk to the patient's health could not be excluded for these specific circumstances, since pedicle screws were placed in the patient's spine in a different position than desired with navigation involved, although according to the surgeon: the misplaced screws were detected with 3d fluoroscopic imaging during the surgery, and the screws were successfully replaced (re-positioned) with navigation at the very same surgery. There was no harm/negative clinical effect to the patient due to this issue the outcome of the surgery was successful as intended no further medical/surgical remedial actions were reported that would have been necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either. According to the results of the brainlab investigation and the information provided by the hospital, it can be concluded that the root cause of the screw misplacements at the right and left pedicle of l5, by approximately 3 - 5 mm from its intended target and entering into the disc space, was most likely a relative movement of the vertebra l5 in relation the sacrum / ilium, to which the reference array was attached. The relative movement was supported by the indication of an instable spine (spondylolisthesis) in addition to the screw placement technique used. (The non-brainlab screwdriver used for this surgery was a so-called all-in-one screwdriver and the screw can be placed directly without any need of predrilling or usage of k-wires. To be able to insert the screw some kind of force is required until the screw enters the bone and this force can cause a movement of the vertebra). As the logfiles and screenshots indicate a reference movement warning while navigating on l5 and brainlab support reported that the surgeon corrected the trajectory, it cannot be excluded that a (temporary) movement of the patient reference array due to an insufficiently rigid fixation and/or inadvertently applied forces (for a minimally-invasive case, the manipulation of a screwdriver shifts the skin and pushing/pulling the skin can be transferred to the reference which might move) during the procedure after patient registration to navigation. A movement of the patient reference array after patient registration is performed disrupts the coordinate system established during registration and can result in a deviation between the registered patient image and the actual anatomy at the procedure. Apparently, the resulting deviation between the registered patient image and the patient anatomy was not recognized by the surgeon with the appropriate and necessary accuracy verification throughout the procedure, potentially as switching from the screwdriver to the pointer, forces on the vertebra and surrounding skin were removed, resulting in the reference array returning to the original position and most likely the vertebra as well. There is no indication of a systematic error or malfunction of the brainlab device (navigation). Corresponding brainlab measures to minimize this anticipated risk as low as reasonably practicable are already in place. Brainlab intends to reiterate the relevant topics regarding the use of the device to this customer.

Event description:
A minimally invasive surgery on the lumbar spine for fusion (tlif) at vertebrae l5 and s1, due to spondylolisthesis at l5/s1, with intended placement of 4 pedicle screws for fixation, was performed with the aid of the display by the brainlab software spine & trauma 3d navigation 1.5. During the procedure the surgeon: positioned the patient prone on the operating table, and attached the navigation reference array on the iliac crest using the 2-pin fixator with schanz pins. Acquired a 3d fluoroscopy scan using an intra-operative c-arm with automatic image registration of the current patient anatomy to the navigation, verified the accuracy of the registration, and accepted it to proceed. Calibrated a non-brainlab all-in-one screwdriver to the navigation by attaching a brainlab reference array to the screwdriver, although the surgeon noted the calibration was difficult as the reference adapter was easy to rotate on the screwdriver. Used the navigated non-brainlab screwdriver to place screws in left l5, left s1, right l5, and right s1. Noted uncertainty about the placement of the l5 screws, and obtained a fluoroscopic (2d) image that reportedly showed the screw positions as being acceptable. Acquired a second 3d fluoroscopy scan using an intra-operative c-arm with automatic image registration of the current patient anatomy to the navigation, verified the accuracy of the registration, and accepted it to proceed. Determined via the scan that the l5 screws were not placed as planned, and had been placed in the intervertebral disc, about 3-5mm deviation in the cranial direction from the target. Removed the 2 screws and used a navigated brainlab drill guide to create a path in the l5 pedicles first, prior to (re-)placing the screws with the screwdriver. Completed the surgery. According to the surgeon: the misplaced screws were detected with 3d fluoroscopic imaging during the surgery, and the screws were successfully replaced (re-positioned) with navigation at the very same surgery. There was no harm/negative clinical effect to the patient due to this issue. The outcome of the surgery was successful as intended. No further medical/surgical remedial actions were reported that would have been necessary, done or planned for this patient due to this issue; hospitalization was not prolonged either.